Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Further failure analysis investigation was performed. A review of the logs showed the sureform 60 stapler instrument successfully engaged with the system 7 times before failing to engage for roll hardstop on two installs during the procedure. High roll friction observed during failure analysis is likely a result of this instrument containing an undersized roll bushing. The roll bushing binds against the roll gear during main tube rotation, causing friction that can contribute to the roll hardstop check failing during engagement. The root cause of undersized roll bushing is supplier manufacturing related. If there is additional friction in the roll axis and the stapler were to pass engagement, the effect is non-intuitive motion. This effect of passing engagement with high roll friction matches the complaint of imprecise motion and the log review of intermittent engagement failures due to a failed roll hardstop check.

Event description:
It was reported that during a da vinci-assisted gastric bypass surgical procedure, the device moved in an unintended direction; the stapler sureform 60 instrument jaw motion did not match the action intended by the surgeon. The site was completing the procedure with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the device was inspected prior to use. The issue occurred in the middle of the case while attempting to manipulate the stapler sureform 60 with the surgeon¿s head inside the surgeon console¿s high resolution stereo viewer (hrsv). The device moved in an unintended direction; the instrument jaw motion did not match the action intended by the surgeon. There was resistance to movement in a clear operative field. The issue was persistent, so the staff swapped to a new stapler sureform 60. There was no injury or harm to the patient as a result of the event. There are no photos or videos of the instrument or procedure available for isi review.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the stapler sureform 60 instrument involved with this complaint and completed the device evaluation. Failure analysis investigations confirmed that the instrument was found to fail intuitive motion by having imprecise motion. This instrument¿s grip tips were not moving intuitively, i.e. They were not following the mtm input commands smoothly. The root cause of this failure is not determinable/applicable and will be transferred to engineering for further investigation. Additionally, the instrument was found to have 2 engagement failures based on log review and was replicated during in-house testing. Log review shows error code 22020 indicating "installed sureform 60 failed to engage on usm3 (roll axis hard stop check failed)." The instrument was installed onto the system with an in-house drape and seal. The instrument failed the recognition and engagement tests on all three attempts. On the fourth attempt, the instrument passed engagement. The stapler was tested in-house, and the instrument initialized, clamped, fired, and unclamped without any issues. There was no physical damage found. The instrument was found to have roll friction on the main tube. There was friction observed when manually rotating the main tube of the staple compared to an in-house stapler. The binding between the main bushing and roll gear was found to be improper. The root cause of this failure is attributed to component failure. A review of instrument log was performed. Per the review, the stapler sureform 60 instrument was last used on (B)(6) 2022 on system sk4232. The stapler sureform 60 (part 480460-09/l12220718 0079) has 0 uses remaining after last use. The instrument is intended for a single use. No image or procedure video was provided for review. Based on the information available at this time, this complaint is being classified as a reportable event due to the following conclusion: this complaint is being reported due to the following conclusion: it was alleged that the stapler sureform 60 instrument moved with unintuitive motion (e.g. The instrument unexpectedly jerked/jumped/swung/bowed, moved in an unexpected/unintended/unknown way). Unintuitive motion could lead to subsequent tissue damage. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.